Manufacturer narrative:
Product event summary: the device, flexcath advance sheath 4fc12 with lot number 16951-28, and data files were returned and analyzed. Data files did not show any system notices on the date of the event. Visual inspection showed the device was intact with no apparent issues. Air aspiration was not reproduced even with and without a catheter or dilator inside the sheath. Dissection showed the hemostatic valve was not leaking, but a shaft breach was found inside the handle at distal end of the guide rod. Signs of adhesive were also found on the shaft inside the handle. The reported insertion compatibility issue was not reproduced. In conclusion, the reported catheter insertion compatibility issue with the sheath was not reproduced, but the reported air ingress was confirmed through testing. The sheath failed the returned product inspection due to a shaft breach inside the handle.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Investigation is in progress. The results of the investigation will be submitted in a supplemental report. (B)(4).

Event description:
It was reported that during a cryo ablation procedure, when the catheter was inserted, the physician felt a strong interference and stopped the insertion of the catheter to remove air from the side port of the sheath. It was noted that when negative pressure was given to the side port, air was confirmed to be in the hemostasis valve. The sheath was replaced and the procedure was completed with cryo. It was unknown at this time if the patient was under general anesthesia and there were no patient complications reported.